Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer's insulin pump alarmed failed battery test. The customer used two new batteries but the issue persisted. The patient's blood glucose at the time of incident was 110 mg/dl. Troubleshooting was initiated for the failed battery test. The customer confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the customer received a failed battery test alarm. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No failed battery test or weak battery alarms noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No unexpected off no power anomaly noted. The insulin pump was programmed with test minilink and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and displays the 100 value properly on display graph. No lost sensor or weak signal alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads and cracked case at reservoir tube window corner.